Event description:
It was reported that the user received several alert 38 motor stall alarms while using the ilet, and a dry run to 120 units did not reproduce the alert; upon reinserting the cartridge, the connector needle was observed bent, the connector was replaced, and the issue resolved, consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communications and analysis of information provided by the user. Investigation of this case revealed a communications problem identified, with a medical device problem of failure to infuse linked to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.